Event description:
A family member brought back this 1602 bottle which was used to dispense a pt's medicine with the bottle distorted and brown. Another bottle opened also had a similar distortion. The broken pieces could get into the syrup and harm the pt. However no pt was harmed in this case. The manufacturer has been contacted.